Manufacturer narrative:
B3: event date is not known. Please see b5 for the approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a manufacturer representative stated that the patient had been in an overdischarge state for an extended period and had been seen by the healthcare provider that day. The caller inquired about steps to exit overdischarge mode using new recharging equipment. Physician mode recharge information was reviewed. The caller was transferred to customer service regarding a wireless recharger. The caller reported that the recharger's ac power cord was broken, and the time of the damage was unknown (the caller noted the patient had cognitive challenges).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information indicating that the ins overdischarge was most likely caused by the patient moving to a nursing home where charging was not consistently performed. The issue has been resolved, nursing home staff were trained on proper recharging on (B)(6) 2026, and the patient received new wireless recharging equipment. The information was confirmed by the physician.